Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for normal follow-up, an episode of ventricular fibrillation due to oversensing lead noise. Inhibition of pacing and a 5 second asystolic event were noted. Lead revision and programming changes were recommended.